Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 24 - atmosphere pressure out of range) occurred with multiple cartridges during pumping. Additionally, it was reported that a cartridge alarm 6 (vent not working) occurred. Reportedly, the customer went swimming, left the pump in a bag wrapped in clothing, the bag was left under an umbrella in the shade, and a temperature alarm occurred. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.